Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during an unspecified laparoscopic procedure. Reportedly, the instrument did not cut. The hospital has reported no pt injury occurred.